Event description:
The blood leak was visually observed and confirmed to be internal. No damage was noted on the dialzyer. The patient was re-setup with new supplies on the same machine, but they did not complete their treatment. Upon follow-up, it was reported that a second dialyzer blood leak occurred after they were re-setup with new supplies. It was confirmed the patient did not experience any adverse effects due to the blood loss, and no medical intervention was needed.

Manufacturer narrative:
Additional information: b5, h6 (device component code) note: please see associated MDR (MFR report #: 3002807005-2023-00022).

Manufacturer narrative:
Plant investigation: the complaint sample was not available for physical evaluation. However, visual examination of the provided pictures confirmed the reported failure. The described situation is adequately addressed in the instructions for use (IFU) and/or on the label. Due to 100% testing, it is highly unlikely to detect a failure in a retention sample. Furthermore, only a small number of reserve samples are available. Therefore, the retention sample analysis was not done. Although all dialyzers are 100% tested for leaks (bubble-point and air testing during sterilization), leaks due to adverse environmental conditions or mechanical stress during treatment can still occur in very few cases. A review of the device history records (DHR) revealed there was no indication of any relationship with the reported failure mode. All products were found to be conforming to specifications. Based on the available information, the reported complaint was able to be confirmed.

Event description:
It was reported that a dialyzer blood leak occurred fourteen hours into a patient¿s continuous veno-venous hemodialysis (cvvhd) treatment. The blood leak was detected by the sensor, and blood was confirmed to be visible in the effluent line. The patient¿s treatment was discontinued. The patient¿s estimated blood loss (ebl) was 200 ml or less. The sample was not available to be returned for evaluation. However, photos of the device were provided to the manufacturer for review. Multiple attempts have been made to obtain additional information, and thus far no further details have been provided.